Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is based on the customer's report of "in the month of may". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness, shaking, tremors, and was unable to self-treat. The emergency services was called and the firefighters brought the customer to an emergency room. At the hospital, the customer was treated with glucose infusion by a healthcare professional for a diagnosis of hypoglycemia and undergone brain scan. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness, shaking, tremors, and was unable to self-treat. The emergency services was called and the firefighters brought the customer to an emergency room. At the hospital, the customer was treated with glucose infusion by a healthcare professional for a diagnosis of hypoglycemia and undergone brain scan. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader passed the audio and vibration test. The isf (interstitial fluid) log was downloaded using approved software and event logs were observed. An analysis of the glucose value graph was performed and no sensor was activated at the time of the complaint. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.